Event description:
The patient reported that they had problems connecting with their patient programmer for the past couple of weeks prior to the day of the report. The programmer would not power on so the patient will get new batteries. The patient inquired on having their device removed because of the hassle of having to turn their therapy off for different procedures. No patient symptoms were reported. The patient was implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.